Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 136 ohms. Technical services (ts) was consulted and noted that the impedance trend shows a gradual rise. Programming enhancements as well as continued monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.